Event description:
The customer reported an employee with hydrogen peroxide contact on top of her hand and the bottom of her fingers after a completed cycle. The employee saw a dr and was prescribed an unk treatment. The customer reported that the vaporizer plate was in place but then discovered that the plate was dirty and appeared to have a "water leak". The customer replaced the vaporizer plate. Attempted to f/u with the customer regarding how the employee recovered, and the customer could not provide that info.